Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence. The physician suspected that the incontinence was due to a mechanical issue related to the device. An MRI was performed, that did not show any sign of rupture to the balloon or cuff. Surgical intervention is anticipated, and there were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence. The physician suspected that the incontinence was due to a mechanical issue related to the device. An MRI was performed, that did not show any sign of rupture to the balloon or cuff. Surgical intervention has not taken place at this time, and there were no additional patient complications reported.